Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 9lpeg01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 530 mg/dl at 10:41 a.m. And 88 mg/dl at 10:42 a.m. On the contour next meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.